Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device confirmed the reported breakage. The investigation findings did not indicate that a broader investigation or corrective action was necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was found that the red hook portion of the saw capture (p/n: 254500046) for fixing had been broken during the tka surgery of the patient¿s left knee joint on (B)(6) 2019. It could not hold a cutting block when the surgeon attached, and the surgeon recognized projection part of the red hook was missing. There was no fragment part in the operative field by visual observation, and there was a possibility that the red hook of the saw capture had already been broken before the surgery. The surgery was completed and there was no adverse consequence to the patient. It was unknown whether there was a surgical delay or not. No further information is available.